Event description:
It was reported that during a left common iliac stenting treatment procedure, a patient experienced pain upon deployment. The unspecified target lesion was located in the left common iliac artery. A 14x60/9fr wallstent endoprosthesis with unistep plus delivery system was selected. Upon deployment the patient experienced pain and continues to experience pain post procedure at the 'implant' site. No further patient complications were reported. The procedure was completed with this device and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).